Event description:
On 03/29/2001, the user facilities interventional radiologist informed the distributor's account mgr of the following: sheath/dilator assembly defective, sheath wasn't tapered to dilator, didn't realize until it got caught on vein wall and peeled back. Left device in, replaced sheath.